Event description:
A female presented to the duke ER with thrombus present in the basilar trunk extending into the origin of the posterior cerebral artery. Pt was approximately 11 hours outside of the initial event and had labored respirations upon decision to intervene. The first and only pass with a merci retriever l5 removed the occlusion from the basilar artery leaving residual clot in the pca origin. Contrast blush was seen upon contrast injection and it is thought by the physicians that use of the retriever use produced bleeding from a perforator (small vessel) artery. The pt eventually expired but the physician thought death was caused by the original presentation of basilar stroke and not caused by the perforator artery bleed. The physician has been contacted on several occasions regarding the date of event. To date no response has been received.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for retriever l5 devices that were shipped to the site, lot numbers 32947, 32954, 32964 and 32969, were reviewed and no anomalies were found that are related to this complaint. The current retriever instructions for use (IFU) lists vessel perforation and intracranial hemorrhage as known complications. Also, there is a warning in the IFU that provides recommendations to reduce the risk of vessel damage.